Event description:
Ventilator did not switch to "a/c" once battery had run out. Equipment became in-operative. The machine did alarm. The respiratory therapist was in the room and began to manually bag the pt. No pt injury sustained.